Event description:
The hcp reported the pump remained full at refill intervals despite a recent catheter replacement. "Compound drug" had been used in the pump at some time. The pump was explanted and replaced after an implant duration of 27 months. It was returned to the MFR for analysis. The pt is reported to now be receiving intrathecal administration of hydromorphone via a successful implant.

Event description:
Additional information from the hcp reports the patient was experiencing little pain relief even when the pump dose had been increased. A catheter dye study showed an occluded catheter after catheter replacement, the hcp continued to report getting back 17cc of drug at refill. After pump replacement the patient has recovered withoug sequela and is now reporting pain relief.